Event description:
It was reported that on (B)(6) 2008 the patient underwent stenting in the left main coronary artery with one xience v stent. On (B)(6) 2012 the patient expired at home. An autopsy was not performed. The cause of death is unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.